Manufacturer narrative:
Date of birth: unknown as information was not provided. (B)(4). Review of records related to the device including labeling, complaint trending, and risk documentation was performed. Product deficiency has not been identified. Based on the failure mode, probable cause, risk assessment and/or labeling review of this incident, there was no deficiency in design or manufacturing of the product in question. Non conformance was not identified, and no device failure was identified. The documentation and label review defines where complications are described as a potential adverse event associated with this type of surgery. Johnson & johnson surgical vision will continue to monitor this type of complaint. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had lasik on both eyes (ou) on (B)(6)1998 and had myopic photorefractive keratectomy (prk) enhancement ou on (B)(6) 2020. (B)(6)2020 the patient reported light sensitivity, tearing and blurry vision in right eye greater than left eye (od>os). (B)(6) 2020 patient complained of foreign body sensation and light sensitivity. Physician assessed mid-peripheral opacity od>os; removed bandage contact lens, increased post-op surgical eye drops and prescribed antibiotic ointment. (B)(6) 2020 punctal plugs were inserted. (B)(6) 2020 the patient reported blurred vision, diplopia, eyes feeling crossed and depth perception issues. Punctal plugs were re-inserted. Physician assessed superficial punctate keratitis central ou. (B)(6) 2020 patient was prescribed contact lenses which did not work or fit. Secondary enhancement was being considered. Post op correction as of (B)(6) 2020. Od +2.00 -0.25 x 025. Os +2.50 -0.50 x 173. Acuity 20/20 each eye. Acuities on (B)(6) 2020 - 1 day post prk. Without correction (sc) distance. Od 20/20; os 20/30; ou 20/20. Acuities on (B)(6) 2020 - 3 day post prk. Sc distance: od 20/200; os 20/200; ou 20/100 -1. Sc near: od j16; os 20/400. Acuities on (B)(6) 2020 - 2 week lasik post-op. Sc distance: od 20/200; os 20/200; ou 20/80 -1. Sc near: od 20/400; os 20/800. Acuities on (B)(6) 2020. Sc distance: od 20/80 +1; os 20/200; ou 20/60 +1. Sc near: od j16; os 20/400.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.